Event description:
It was reported by the affiliate that when (1) device was used during a thoracoscopic resection procedure, the tsb45 device did not fire. Another device was used to complete the case. There was no consequence to the pt.